Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. The patient reported that her previous battery kept on rotating and they needed to place it in a pouch and now she has a new battery. No specific symptoms were reported and no further complications were reported or are anticipated.